Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be paired to the patient's merlin transmitter. A second merlin transmitter was sent to the patient and was unable to be paired to the device. It was noted that the device would not allow it to be interrogated by the merlin transmitter. The patient presented in clinic for follow up on (B)(6) 2020. The device was interrogated with no alerts. Upon review, it was noted that the device exhibited a radio frequency (rf) chip issue. Programming changes were successfully made. There were no consequences to the patient.